Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an insulation failure, low impedance and oversensing resulting in pacing inhibition. The lead was reprogrammed off and later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a plausible fracture.